Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter did not pass the test cut due to an incomplete cut. The gears, collars, and bearings were replaced; however, the cutter cannot fully be repaired and would need to be replaced by the account. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the cutter was sent in for potential wear on the gears that requires evaluation. Investigation found the cutter did not pass the mesh test. Living legacy foundation/lifecell corporation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse event was reported as a result of this malfunction.